Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet device despite completing troubleshooting and education, including a factory reset, and elected to return the device with endocrinologist approval. Symptoms included episodes of low blood glucose. Outcomes included the user discontinuing therapy with the device and returning it for credit. Investigation included review by the field team with additional training and troubleshooting attempts, followed by intake of the returned device for further evaluation. Investigation of this case revealed an unclear cause of hypoglycemia with no reported device alerts or alarms and no confirmed device malfunction identified prior to return. It was concluded that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.